Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the explanted valve leaflets were not returned to edwards for analysis because they were discarded at the hospital. At this time, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the leaflets of this 21mm stentless bioprosthetic aortic heart valve were explanted after eleven (11) years due to aortic regurgitation, secondary to tissue tear. As reported, a tear at the right coronary leaflet was detected. Only the leaflets were removed and a 19mm pericardial bioprosthesis was used in replacement. No additional details provided.